Manufacturer narrative:
Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report# mw5149845.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was informed of an event involving a cd003 inzii. During the surgery, after the device was inserted through a [competitor] 8mm trocar, the actuator could not be pressed forward. The surgeon tried troubleshooting the device by pressing the actuator forward and backward but nothing worked. The device was removed from the trocar and a new cd003 from the same lot was used to complete the case without issue. There was no patient injury and the patient is doing fine. After the case the nurse disassembled the device to try and diagnose the problem. Product available for return. Medwatch #mw5149845 received via email on 25jan2024: endoscopic retrieval bag device placed into one of the surgical ports and when surgical tech attempted to deploy the bag, deployment did not occur. Device was removed from patient and another device obtained. This surgical tech has used this device many times without issue. While another device was being obtained, the defective device was taken to the back table in the or where the surgical tech attempted to troubleshoot. During troubleshooting, the device came apart. No harm to patient. A separate device was obtained and used without problems. Lot# 1505460; ref# (B)(4); expiration: 2026-09-25. Intervention: the case was completed with a new one from the same lot. Patient status: no patient injury.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was informed of an event involving a cd003 inzii. During the surgery, after the device was inserted through a [competitor] 8mm trocar, the actuator could not be pressed forward. The surgeon tried troubleshooting the device by pressing the actuator forward and backward but nothing worked. The device was removed from the trocar and a new cd003 from the same lot was used to complete the case without issue. There was no patient injury and the patient is doing fine. After the case the nurse disassembled the device to try and diagnose the problem. Product available for return medwatch #mw5149845 received via email on 25jan2024 (entered by [name]): endoscopic retrieval bag device placed into one of the surgical ports and when surgical tech attempted to deploy the bag, deployment did not occur. Device was removed from patient and another device obtained. This surgical tech has used this device many times without issue. While another device was being obtained, the defective device was taken to the back table in the or where the surgical tech attempted to troubleshoot. During troubleshooting, the device came apart. No harm to patient. A separate device was obtained and used without problems. Lot# 1505460 and ref# cd003 and expiration: 2026-09-25. Intervention: the case was completed with a new one from the same lot. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation. This report is to follow-up medwatch # mw5149845.